Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2014 and reported there was no intermittent power issue.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/15/2014 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of an intermittent power condition. The battery compartment and cap were intact. The battery cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.